Event description:
It was reported that the ilet displayed repeated restarts and an ¿unable to proceed¿ message during a change sequence, consistent with consecutive stalled motor behavior, after which a dry run to 100 units completed without issue and replacement supplies enabled a successful change. Symptoms included hyperglycemia during troubleshooting. Outcomes included transient elevation of glucose without need for medical intervention. Investigation included guided troubleshooting and user education, including device restart, removal of all supplies, dry run, and replacement of cartridge and related disposables. Investigation of this case revealed that the motor functioned normally on dry run and with new supplies, and the prior cartridge likely contained air or was otherwise compromised. It was concluded that the hyperglycemia was of unclear cause, and the device functioned as expected with new supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.